Manufacturer narrative:
On april 26, 2023, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On may 15, 2023, mentor determined that, per the information provided, it is reasonable to assume that the right breast prosthesis was removed and reinserted during the performed surgery. Code a23-use of device problem has been added in section h6-medical device problem code to document this addtional event. If more information becomes available, mentor will submit a supplemental report accordingly. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent a breast augmentation revision with two 590cc mentor memorygel breast implants and experienced bilateral device migration and ptosis post-operatively. Implant malposition was reported on both breasts. It was also reported that the patient experienced a rupture on the left side. As a result, the patient underwent surgical intervention for the right side and device explantation for the left side only on (B)(6) 2023. This report is for the right side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis and device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).